Event description:
I have used fixodent exclusively (only) since (B)(6) 1981 until (B)(6) of 2011. I was diagnosed with neuropathy in 2006. My neuropathy is permanent and requires continued medical care and treatment. I also have tingling pain in my hands, repeated bouts of gout, bursitis in my joints. Once or twice daily oral.